Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the non-invasive blood pressure (nibp) cuff remained inflated, resulting in vascular occlusion. The cuff was used intermittently for two hours; however, the patient was hypotensive and the cuff was inflated, occluding the blood supply. This led to swelling of the arm with purpuric rash. Good faith efforts are being performed.

Manufacturer narrative:
This is a duplicate record of philips reference number (B)(4) and was previously reported under manufacturer report number 9610816-2025-000722 on august 8, 2025. Reporting was made against the product 867030 intellivue x3 patient monitor involved in this incident.